Event description:
Customer reported a past high blood glucose event with levels exceeding 500 mg/dl. Cause was not known. The customer administered a correction injection via multiple daily injections and was advised by technical support to consult with a healthcare provider to discuss potential factors affecting blood glucose levels. The caller understood and acknowledged the recommendations.